Event description:
The tech alleged that the brakes will not hold on the foot end of the stretcher. No pt impact.

Manufacturer narrative:
The tech found the brake linkage was broken at the foot end of the stretcher. The tech replaced the brake linkages to resolve the issue.